Manufacturer narrative:
(B)(4). The field service representative replaced the pipettor syringe cable which was damaged with the wire fused together. The cable may have been damaged by a leaking syringe, as a leaking syringe was replaced in (B)(4) 2014. A product labeling review found the architect system operations manual and the I system service and support manual contain adequate information for the described issue. A historical, quality, and complaint data review did not identify any adverse trend for burned/smoking pipettor syringe cables. The evaluation determined the replaced pipettor syringe cable resolved the issue and the architect i1000sr is performing acceptably.

Event description:
The field service representative noticed a small amount of smoke coming from the pipettor syringe cable area on the architect i1000sr after powering up the analyzer to perform service. No fire was observed. No damage to the laboratory was reported. No injury to the operator was reported.